Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was duplicated. Three separate delivery accuracy tests were performed and at least one or more test was outside the pump?s delivery accuracy manufacturing specifications. Pump's expulsor was slightly out of mechanical specifications and it was trimmed in order to bring the delivery into more nominal range. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pumpfailed accuracy -27.40%. No patient involvement.